Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and sui. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to erosion pain, sui, rectocele, enterocele, and exposed vaginal mesh. (B)(4).

Event description:
It was reported that the patient underwent a gynecological on(B)(6) 2011 and mesh were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.